Event description:
It was reported that there was a burn mark on the capnostat device. The circuit board within the device case had a burn mark on an areas around one of the circuit components. The casing surrounding the board showed signs of heat exposure and an area where the case appeared black and had burnt through the casing. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unk.